Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and determined that there was a dilution issue for total hcg. The cse replaced the reagent syringe, both rinse blocks, the sample probe vertical motor, sample syringe, sample syringe diluter, the wash 1 container and solution, valve manifold and gray tubing set. The cse primed the reagent syringe, verified alignments, cleaned reagent probe, recalibrated assays, and ran quality controls , a precision study, and dilution study comparing manual versus on-board dilution with 3 patient samples. Siemens determined that precision was acceptable for all assays and that most onboard dilution results from the dilution study recovered acceptably. Then, the cse replaced sample syringe diluter, checked luminometer, tested aspirate with wash station, calibrated cuvette loader sensors, decontaminated acid and base, completed monthly cleaning, and cleaned all wash and water containers. The cause of the discordant, falsely low total hcg results is unknown. Siemens is investigating the issue.

Event description:
Total human chorionic gonadotropin (total hcg) results of >1000 miu/ml were obtained on three patient samples on an advia centaur cp instrument. The samples were diluted in a 1:10 dilution and rerun on the same instrument, resulting in discordant, falsely low total hcg results. The discordant results were not reported to the physician(s). The same samples were tested at an alternate laboratory, resulting higher. The higher results were to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low total hcg results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00316 on 07-aug-2018. Additional information (14-aug-2018): the customer service engineer replaced the reagent probe dilutor and post service dilution studies were performed. Additional information (06-sep-2018): siemens further investigated the issue and determined the potential cause of the discordant falsely low total hcg results was due to inadequate diluent delivery. Total hcg performance on dilutions is now acceptable at the customer site. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.